Event description:
It was reported that the 6 x 60 absolute pro was found to be partially deployed when the physician was was loading the device on the guide wire. The device was then wiped down with gauze that became caught on the device. When the gauze was pulled to free it from the absolute pro stent, the stent became completely removed from the delivery system. Another absolute pro was used without further incident. The device never entered the anatomy and there was no adverse patient effect. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle, tip and in the guide wire lumen, consistent with handling and loading the device over a guide wire. There was saline in the guide wire lumen. The stent implant was dislodged. There was a kink in the middle of the stent implant and a white fiber, with blood on it, caught on the first row of the distal end of the stent implant. This is consistent with the reported information that the absolute pro was wiped down with gauze which caught on the stent struts causing the stent to fully deploy, and likely caused the stent damage noted. There was no other damage noted to the stent implant. The distal outer sheath was not retracted. There was no damage noted to the sess. The handle was opened and the distal end of the rack was at the distal end of the handle, consistent with the thumbwheel not being rotated. There was no damage noted to the internal mechanisms. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. A conclusive cause for the premature deployment could not be determined; however, the stent being dislodged from the distal outer member, fiber on the stent and stent damage is the result of the gauze catching on the stent while wiping down the absolute pro. There is no indication to suggest a product quality deficiency. During production all sheathed stents are visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath and all shafts are visually inspected.

Manufacturer narrative:
(B)(4). Evaluation summary: as the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use (IFU): holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.